Event description:
A home pt (hp) contacted baxter's technical service center (tsc) regarding system error 2240 message that appeared on the display of their homechoice machine during dwell 2/4 of their automated peritoneal dialysis, therapy. Reportedly, the hp had disconnected their transfer set from the pt line of the homechoice set during a drain cycle. When the home pt returned they reconnected to the setup and received the alarm shortly afterward. Baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident.